Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2013, with a biologic mesh and sutures were used to fixate the mesh. The patient stated that the suture popped. The patient was readmitted to the hospital and a repair was done on (B)(6) 2013. During the procedure the surgeon noted the suture was broken at the loop. The knots were intact. The repair was completed with a new mesh and a different suture.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): one returned explanted knotted suture had two broken ends and two cut ends. The amount for force required to cause the breakage could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.